Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 413 mg/dl. The customer experienced symptoms of nausea as a result of the high blood glucose. Customer treated with manual injections. Customer reports having experiencing problems with multiple infusion sets. Customer reports that they had previously called in for an infusion set which was not able to properly deliver insulin. Troubleshooting was performed for high blood glucose levels. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer's blood glucose at the conclusion of the call was 158 mg/dl. The product is not expected to be returned for analysis.